Manufacturer narrative:
Our field service engineer investigated the device on-site, and confirmed the reported issue. During troubleshooting, the expiratory cassette was replaced, but this did not resolve the issue. During further assessment, it was determined that the o2 gas module was the cause of the failure and it was therefore replaced. After replacement of the o2 gas module, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The o2 gas modules regulate the inspiratory gas flow and gas mixture. A faulty gas module may lead to stop of ventilation, low o2 or high pressure. The evaluation of the provided device logs confirms the reported issue with the failed flow transducer test, particularly that the flow test subtest failed. The flow transducer flow test checks the offset values for air flow and o2 flow with different o2 concentrations to ensure that the gas flow is within the specified limits. From the provided device logs, it can be seen that the air and o2 flow are measured within the specified ranges, but the expiratory gain and offset are elevated. The replaced o2 gas module was returned for further investigation. A visual inspection of the returned o2 gas module revealed no abnormalities. The gas module was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for two days without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. The conclusion is that the reported ventilator failed to meet its specifications during the reported event. The o2 gas module was identified as faulty and was returned for further investigation; however, the reported issue could not be reproduced at the manufacturer site. Nevertheless, based on the available information and the provided device logs, there is an indication that the failure is still due to the o2 gas module and that the failure might be intermittent, thus explaining the difficulty in reproducing the reported failure. Therefore, it cannot be excluded that the o2 gas module might have contributed to the reported issue, and an o2 gas module failure is identified as the most probable cause of the failed flow transducer test.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).